Event description:
Pump was reported to have a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to inspect the cartridge o-ring and clean the pneumatic tap area, but the error persisted even with a new cartridge. Customer reverted to using multiple daily injections (mdi) for a backup therapy.